Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Technical services reviewed the submitted log files, and no external power alarm occurred while mobile power unit was utilized. Additional information was requested, but was not provided.

Manufacturer narrative:
Although a no external power alarm was confirmed in the review of the submitted log file, a specific root cause of the recorded event could not be determined. The no external power/low battery hazard events were flagged on (B)(6) 2018 at 19:28 while the lvad system was powered by an mobile power unit (mpu). The voltage levels indicated that power to the mpu was lost. The pump parameters were not affected during the incidents and the system was supported by the backup battery. No other unusual events were captured in the log file. No product was available for investigation. The mobile power unit remains in clinical use and the patient continues on vad support. The device history records could not be reviewed because the reported serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.